Event description:
Three devices were returned to mxi for service <(>&<)> repair. There was no reported patient impact.

Manufacturer narrative:
Concomitant products: cev636-1a (lot # 201203mf2) - manufacture date: march 2012; cev636-1a (lot # 201110mf2) - manufacture date: october 2011. (B)(4). Analysis for the device (cev669b (lot # 201111mf1) indicated that the black plastic is bent at the pin level. The burn on the plastic is most likely due to an electrical arc caused from the presence of humidity at the pin level. Repair noted that the device (cev636-1a, lot # 201203mf2) has three cracks and blisters on the electrode tube. The formation of the blister is due to the presence of glue on a pre-existing crack on the tube during sterilization cycles. Analysis for the device (cev636-1a, lot # 201110mf2) indicated that the electrode is significantly bent. The electrode is most likely bent due to excessive use. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).